Manufacturer narrative:
H10: per gfe response, it was confirmed that the customer didn¿t accept the quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Institution/reporter phone#: (B)(6).

Event description:
Philips received a complaint by the field service engineer (fse) stated while servicing the device, it was observed that the device cannot be switched off. It was reported there was no patient involvement at the time the issue was discovered and no reports of harm to anyone. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device was powered by non-original battery, and it will need to be replaced to resolve the reported issue. Investigation on going.